Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient¿s sensor failed during warmup after it was placed on the arm. The last know egv was not documented. It was not documented whether the patient attempted to replace the failed wearable or was monitoring the bg by finder stick while not in active sensor session. 1-3 hours later, while preparing to take a bath, the patient passed out. Her husband called 911 but did not check her blood glucose using a fingerstick at that time. When emergency medical services (ems) arrived, they measured her blood glucose at 21 mg/dl. Her husband was unsure of the treatment provided at the scene because several responders were assisting her. The patient was then transported to the hospital. She remained hospitalized for two days. Her husband was unable to recall the specific treatments she received during her hospital stay. At the time of discharge, her blood glucose was approximately 140 mg/dl. She reported still feeling weak and unwell. No other details were documented. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.